Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that on approximately 6/20/2025 the user received the following results within 15 minutes: 100 mg/dl and 300 mg/dl. The user then tested again on (B)(6) 2025 and received the following results within 15 minutes: 85 mg/dl and 150 mg/dl. All readings were obtained using the same vial of test strips.